Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, when positive pressure was applied, a part of the catheter was allegedly found to be expanded. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, when positive pressure was applied, a part of the catheter was allegedly found to be expanded. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one broviac s/l catheter in three segments was returned for evaluation. Visual, microscopic, tactile and functional evaone broviac s/l catheter in two segments were received for evaluation. Microscopic, visual, tactile and functional testing were performed on the returned device. A complete circumferential break was noted at the distal end of the catheter. The edges of the complete circumferential break on the distal end of the catheter were noted to be uneven. The surface was noted to be glossy with striations throughout. Complete circumferential breaks were noted to both ends of the distal catheter segment. The edges on the proximal end of the distal catheter segment were noted to be uneven. The surface was noted to be glossy with striations throughout. The edges of the on the distal end of the distal catheter segment were noted to be uneven. The surface was noted to be glossy with striations throughout. Hydrostatic pressure was applied by clamping the distal end of the catheter while infusing to observe for leaks and ballooning, no issues were observed. Therefore, the investigation is unconfirmed for the reported catheter expansion issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.